Event description:
It was reported that the patient experienced inflation issues with the inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new 18cm x 12mm ipp cylinder, pump, and reservoir was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.